Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received for investigation. A follow up report will be submitted with evaluation results should the product be received.

Event description:
The customer reported, "pt had a drip line with several vasoactive medications running and the carrier fluid line from the alaris tubing was defective. This caused the gtt line to back up and leak all over the bed and floor and the pt did not receive the necessary vasoactive medications. Her blood pressure dropped to 35/30 and required fluid resuscitation and a code dose of calcium to recover until the gtt line was fixed. A new fluid and line was hung with positive result. Pt recovered well once tubing was fixed." Although requested, no further patient or event information was provided.